Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the one of three devices used in the same procedure. Refer to the associated manufacturer report numbers 3005099803-2018-01772, 3005099803-2018-01773 and 3005099803-2018-01774 for the referenced device information. It was reported to boston scientific corporation on (B)(6) 2018 that three lighttrail single use laser fibers were used in a procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was an auriga xl 4007 console. According to the complainant, during the procedure and inside the patient, the laser fiber was used for a few minutes and it was noted that the sma connector of the laser fiber was hot to touch (captured in MFR. Report number 3005099803-2018-01772). A second fiber was used and the same issue occurred (captured in MFR. Report number 3005099803-2018-01773). A third fiber was then used and still the same issue occurred (captured in MFR. Report number 3005099803-2018-01774). The procedure was completed with a different laser console and another lighttrail laser fiber. There were no patient complications reported as a result of this event.